Manufacturer narrative:
The pod was received with the formed needle visible in the bottom housing. The linkage assembly was partially extended and the slide insert had not advanced fully past the catch beam. The data shows that the pod completed both priming sequences and was deactivated at the end of second prime. The investigation found that the formed needle had deployed into the environmental seal, indicating the chassis sub assembly was installed incorrectly into the bottom housing. The needle deploying into the environmental seal prevented full movement of the needle mechanism assembly components and prevented retraction of the formed needle. This also resulted in the damage to the soft cannula and the formed needle bending under the force of the mechanism spring. This incorrectly installed chassis sub assembly was confirmed to be the cause of the reported needle failing to deploy.

Event description:
It was reported that the pink slide did not move forward, is not visible in the viewing window and when the pod was removed the cannula was not visible. No impact to the patient's glucose level was reported. The pod was worn less than an hour. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.